Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 28 july 2021. [Additional information]: the healthcare professional reported that during a stent-assisted coil embolization targeting an anterior communicating artery (acom) 2.8mm x 2.6mm x 2.5mm aneurysm, the distal portion of the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6000730) deployed normally, however, the proximal section of the stent could not be deployed. The physician attempted to adjust but was not successful. Another stent was used as replacement to complete the procedure. There was no report of any patient adverse event or complication. Two procedure images were included in the complaint. On 28 july 2021, additional information was received. The information indicated that with relation to the difficulty of the proximal stent deployment, the stent did not have any issue with being released nor delivered when the microcatheter was withdrawn. The stent did not have any issue with being fully released nor delivered when the microcatheter was withdrawn to deploy the stent. The stent component was no longer attached to the delivery wire when it was removed from the patient. The information indicated that the prowler select plus microcatheter was used with the stent. There was no resistance felt when the stent was in the microcatheter lumen. Continuous and adequate flush was maintained through the microcatheter. It was not necessary to remove the microcatheter when the stent was removed. The information indicated that the same microcatheter was not used to deliver the replacement device that was used to complete the procedure. There was no blood flow restriction / reduction as a result of the reported issue; no additional intervention was required. Nothing unusual was noted on the enterprise system prior to use. The reported issue did result in a 30-minute procedure delay; information related to whether the delay was clinically significant was not provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07 september 2021. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization targeting an anterior communicating artery (acom) 2.8mm x 2.6mm x 2.5mm aneurysm, the distal portion of the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 6000730) deployed normally, however, the proximal section of the stent could not be deployed. The physician attempted to adjust but was not successful. Another stent was used as replacement to complete the procedure. There was no report of any patient adverse event or complication. Two procedure images were included in the complaint. Two procedure images were included in the complaint. The imaging as reviewed by independent medical affairs consultant / neuroendovascular surgeon, neurointerventional radiology on (B)(6) 2021. The assessment is as follows: "a report of failed opening of an enterprise 2 stent is accompanied by 2 images (which appear to be the same image). It is reported that during the treatment of an anterior communicating artery aneurysm an enterprise2 stent was deployed with good opening of the distal markers and that the proximal stent could not deploy. There are no other details provided (regarding location, tortuosity, maneuvers to help open the stent, size of parent vessel or status of vessel at end of procedure). A single image is provided (in duplicate) that demonstrates an ap view of the left internal carotid artery with possibly a guide catheter at the petrous segment and a wire at the carotid terminus. There appears to be a coil mass in the region of the anterior communicating artery and stent tines in the ipsilateral a2 segment and stent tines in the ipsilateral a1 segment. Image quality is poor and no assessment of the stent can be made. The a1 segment does appear to be small which could contribute to the stated poor opening of the enterprise2 device." Physician name and date reviewed: imran chaudry (B)(6) 2021. On (B)(6) 2021, additional information was received. The information indicated that with relation to the difficulty of the proximal stent deployment, the stent did not have any issue with being released nor delivered when the microcatheter was withdrawn. The stent did not have any issue with being fully released nor delivered when the microcatheter was withdrawn to deploy the stent. The stent component was no longer attached to the delivery wire when it was removed from the patient. The information indicated that the prowler select plus microcatheter was used with the stent. There was no resistance felt when the stent was in the microcatheter lumen. Continuous and adequate flush was maintained through the microcatheter. It was not necessary to remove the microcatheter when the stent was removed. The information indicated that the same microcatheter was not used to deliver the replacement device that was used to complete the procedure. There was no blood flow restriction / reduction as a result of the reported issue; no additional intervention was required. Nothing unusual was noted on the enterprise system prior to use. The reported issue did result in a 30-minute procedure delay; information related to whether the delay was clinically significant was not provided. On (B)(6) 2021, the package was received in the product analysis lab. On (B)(6) 2021, the product analysis lab reported that the sealed bag received on (B)(6) 2021 did not have any content in it. Follow-up for additional information related to the complaint product availability for return was made on (B)(6) 2021. A response was received indicating that the product is no longer available for return. Based on complaint information, the device is no longer available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6000730. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10 august 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter first name is not available / reported. Initial reporter address: no. (B)(6). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two procedure images were included in the complaint. The imaging as reviewed by independent medical affairs consultant / neuroendovascular surgeon, neurointerventional radiology on 06 jul 2021. The assessment is as follows: "a report of failed opening of an enterprise 2 stent is accompanied by 2 images (which appear to be the same image). It is reported that during the treatment of an anterior communicating artery aneurysm an enterprise2 stent was deployed with good opening of the distal markers and that the proximal stent could not deploy. There are no other details provided (regarding location, tortuosity, maneuvers to help open the stent, size of parent vessel or status of vessel at end of procedure). A single image is provided (in duplicate) that demonstrates an ap view of the left internal carotid artery with possibly a guide catheter at the petrous segment and a wire at the carotid terminus. There appears to be a coil mass in the region of the anterior communicating artery and stent tines in the ipsilateral a2 segment and stent tines in the ipsilateral a1 segment. Image quality is poor and no assessment of the stent can be made. The a1 segment does appear to be small which could contribute to the stated poor opening of the enterprise2 device." Physician name and date reviewed: (B)(6) 2021. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6000730. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization targeting an anterior communicating artery (acom) 2.8mm x 2.6mm x 2.5mm aneurysm, the distal portion of the 4mm x 23mm no tip enterprise" 2 vascular reconstruction device (encr402300 / 6000730) deployed normally, however, the proximal section of the stent could not be deployed. The physician attempted to adjust but was not successful. Another stent was used as replacement to complete the procedure. There was no report of any patient adverse event or complication. Two procedure images were included in the complaint.